Manufacturer narrative:
(B)(4). The following code was removed from this report. Internal data has also been updated to remove the code from list.

Event description:
The doctor reported that the implant was removed due osseointegration failure approximately 4 months after initial implant placement. Bone quality around the area was type 3, and oral hygiene around the implant was good. During the surgery, no significant findings were observed. Patient has recovered since.